Event description:
(B)(4). Same patient as 2134265-2011-03718. It was reported that during a coronary artery stenting treatment procedure balloon placement difficulty occured. The target lesion was located in the proximal left anterior descending (prox lad) artery with 95% stenosis and was 15 mm long with a reference vessel diameter of 3.5 mm. The physician treated the lesion by approaching the lesion with a luge guidewire and a 3.5 x 15 mm apex balloon catheter which was advanced to the area of stenosis. Attempts were made to dilate this area but due to the severity of the stenosis and the rigidity of stenosis, while inflating the balloon, watermelon seeding was observed proximally and distally. The 3.5 x 15 mm apex balloon was withdrawn and exchanged for a 3.0 x 30 mm apex balloon. The lesion was subsequently treated with pre-dilatation and implanting a 3.5 x 24 mm taxus liberte stent and post dilatation with 9% residual stenosis. The patient was discharged later that day on aspirin and prasugrel.

Manufacturer narrative:
Patient identifier: (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).